Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) , the cardiosave intra-aortic balloon pump (iabp) units compressor temperature is not being read. There was no patient involvement.

Manufacturer narrative:
Additional point of contact: name: (B)(6). Mail ID: (B)(6). Contact number: (B)(6). A getinge field service engineer (fse) during pm found that compressor temperature was not being tracked. To fix this issue fse replaced sensor, verified unit calibrated and passes all functional and safety tests per factory specifications, returned to customer and cleared for clinical use.

Event description:
N/a.